Manufacturer narrative:
The reported event of noise due to loose set screw was not confirmed. The device was tested at the bench and no anomalies were found. The device was visually inspected and it was found that the ra septum was damaged with traces of blood on the set screw. However, the setscrew was tightened normally. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
New information report type changed to malfunction .

Event description:
New information received states that the issue was discovered when the patient presented via remote transmission and then the patient was seen in clinc. The set screw issue being loose was noted during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial lead. High capture threshold and high lead impedance was also observed. The measurements were normal when the lead was tested through psa. The noise was not reproduced after the pocket was opened. The physician suspected that the set screw might be loose due to the removal of lead from the device. The right atrial lead and the device were explanted and replaced. Patient was stable before, during and after the procedure.